Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, during the procedure the resolution clip would not deploy and would not open. The patient's condition at the conclusion of the procedure was reported as "no adverse effects." Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Additional device info: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.